Manufacturer narrative:
Analysis cannot be performed, no lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges that there was a metallic object in the contact lens container which became embedded in the eye after instilling a new contact lens. The patient states that the object was embedded in the cornea approximately 3mm from the field of vision. The object was removed and patient was treated with gram-negative and gram-positive antibiotics. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.